Event description:
On (B)(6) 2022, a dobhoff using cortrak machine (manufacturer avanos medical, model cortrak 2) was placed into the patient's right outer lower thorax. The tube was subsequently removed and patient had a pneumothorax, chest tube placed immediately after/same day. On (B)(6) 2022 chest tube was removed, on (B)(6) 2022 patient was discharged to skilled nursing facility. FDA safety report ID# (B)(4).